Event description:
During treatment of a hemorrhage from the peripheral artery of the patient¿s superior mesenteric artery, with coil embolization of the peripheral artery of the gastroduodenal artery, it was reported that prior to the device being inserted into the patient, the hub of the prowler select plus (606-s155fx / 16051052) became fractured when the physician was connecting a y-connector (details unknown) to the hub. It was replaced with another one to continue the procedure, which was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU), and the constant flush had been maintained at all times. No visible defect/damage was noted on the product prior to the event. The complaint product had been discarded. No further information is available.

Manufacturer narrative:
Concomitant products: a radifocus gt guidewire (terumo, 0.012¿), a 4fr angiographic guiding catheter by unspecified manufacturer, and a dcs syringe ii (lot unknown) were used for this procedure. Complaint conclusion: the device had been discarded by the customer and was not available for analysis. Review of DHR for lot 16051052 concluded that there were no issues noted that were considered potentially related to the reported complaint. The hub fracture could not be confirmed without return of the device for analysis. The root cause of the event could not be determined; however, device handling/procedural factors may have contributed to the event. Since there was no evidence of a manufacturing issue related to the event; no corrective actions will be taken at this time. This is an initial/final MDR.